Event description:
Customer found the display on the defibrillator was flashing during routine daily testing. No reported pt involvement. Service rep duplicated reported condition. Device repaired and proper operation confirmed.